Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient experienced a high blood glucose event on (B)(6) 2026, which persisted for more than four hours. The high blood glucose was treated with insulin administered by pen. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: netherlands. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.